Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate therapies. Upon interrogation, the device was found to be in backup vvi reset mode. Excessive charging on the device and noise on the ventricular lead causing inappropriate vf detection was also noted. Both device and lead were explanted and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.